Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 6-dec-2017 from the health care professional. This case concerns a (B)(6) year old male patient who received treatment with synvisc one injection and after unknown latency the patient experienced can't bear weight on the leg, knee redness, knee pain, knee swelling, knee aspirated and inability to walk; also, device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On an unknown date, the patient received treatment with intra-articular synvisc one injection, at the dose of 6 ml once (lot number: 7rsl021 and expiration date: not reported) for left knee osteoarthritis. On an unknown date, after unknown latency the patient had pain, swelling, redness and can't bear weight on the leg. Patient came back and had the knee aspirated. Corrective treatment: knee aspirated for knee aspirated (knee effusion); not reported for rest. Outcome: unknown for all. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 6-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced weight bearing difficulty, localized erythema, knee pain, knee swelling and knee effusion. A temporal relationship can be established with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.

Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 6-dec-2017 from the health care professional. This case concerns a (B)(6) year old male patient who received treatment with synvisc one injection and on the same day experienced knee pain, knee swelling and was unable to walk on left leg; after unknown latency, the patient can't bear weight on the leg, knee redness, knee aspirated and inability to walk; also, device malfunction was identified for the reported lot number. Patient's concomitant medications included metformin hydrochloride (metformin) for diabetes, lisinopril for hypertension and simvastatin for high cholesterol. The patient had penicillin allergy. No past medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at the dose of 6 ml once (lot number: 7rsl021 and expiration date: may- 2020) for left knee osteoarthritis. On the same day, the patient had pain, extreme swelling and was unable to walk on left leg. On an unknown date, after unknown latency, patient experienced redness and could not bear weight on the leg. Patient came back and had the knee aspirated. Corrective treatment: knee aspirated for knee aspirated (knee effusion); patient placed on antiinflammtones, ice, elevantion and rest for the events of pain, extreme swelling and was unable to walk on left leg; not reported for rest outcome: recovered resolved for the events of unable to walk on left leg, knee pain and knee swelling; unknown for rest of the events. Global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction follow up was received on 05-jan-2018. Global ptc number was added. Text was amended accordingly. Additional information was received on 13-feb-2018 from the patient. Patient's concomitant medications and concurrent conditions were added. Therapy date for synvisc one was added. Expiration date added. Additional event of unable to walk on left leg was added with details. Onset date and corrective treatment for the events of knee pain and knee swelling was added. Outcome for the events of knee pain and knee swelling was updated from unknown to recovered. Patient's clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 13-feb-2018:: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced weight bearing difficulty, localized eythema, knee pain, inability to walk,knee swelling and knee effusion. A temporal relationship can be established with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.